Event description:
Revision surgery - due to dislocation. Reference 1st revision - (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after three months of patient use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the dislocation. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of by the hospital and not returned to djo surgical for examination. A review of the device history records showed one non-conforming material report associated with this product: ncmr #8688 listed one part that was returned to the vendor for an undersized feature. (B)(4). The root cause for the dislocation was not determined with confidence. There is no indication of a product or process issue affecting implant safety or effectiveness.